Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual inspection was performed, and the inner braid of the shaft was exposed. The device was connected to the carto 3 system, and the device was visualized and recognized correctly. However, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The damage observed in the shaft is unrelated to the reported event. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
One thermocool® smart touch® sf uni-directional navigation catheter was received by the biosense webster inc. (Bwi) product analysis lab with no accompanying information, and was processed on (B)(6) 2024. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the inner braid of the shaft was exposed. As a result, this will be reported to the FDA since broken shaft is MDR-reportable.